Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided, the reported difficulty to position/cross through a previously implanted stent appears to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. Dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a lesion in the distal right coronary artery with mild tortuosity, mild calcification and 95% stenosis, a 2.75x15 mm rx xience alpine stent was implanted; however, a dissection occurred. A 2.75x15 rx xience alpine stent delivery system (sds) was advanced in an attempt to treat the dissection but the sds but could not cross through the previously implanted xience alpine stent. There were no interaction of devices and no other device issues noted. The sds was withdrawn from the patient anatomy and the patient was transferred to another hospital for surgery for treatment of the dissection. Coronary artery bypass graft was performed. The patient is doing fine and remained in the hospital with expected discharge in 5 to 7 days. No additional information was provided.